Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent axillo-axillary artery bypass creation as the first stage of a two-stage treatment plan (1 debranching) for a thoracic (arch) aortic aneurysms. On (B)(6) 2025, the patient underwent endovascular treatment using the ribs (retrograde in-situ branched stent graft) technique as the second stage of the treatment. A non-gore stent and the internal iliac component (iic) of the gore® excluder® iliac branch endoprosthesis were used in the brachiocephalic artery, and a non-gore stent and gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) were used in the left common carotid artery. After completing implantation of the viabahn device in the left common carotid artery, the iic was deployed in the brachiocephalic artery and ballooning of the iic was performed. Also, ballooning of the viabahn device was performed and it resulted in decreased blood flow to the brachiocephalic artery. Although the timing was unknown, hypotension was noted (possibly in the left arm, but the site details are unknown) during the procedure, and the possibility of a stenotic state of iic or viabahn device due to ballooning was reported. In addition, it was identified that the iic in the brachiocephalic artery was expanded poorly (partially narrow). The brachiocephalic artery and the left common carotid artery were dilated with kissing balloon technique, but there was no change. Reportedly, it was speculated that the viabahn device and the iic were interfering with each other, and it was possible that the viabahn device was punctured during puncture of the aortic stent graft from the brachiocephalic artery, and the proximal iic was implanted inside of the viabahn device. Regarding the hypotension/suspected stenotic state, the following possibilities were reported; the lumen of the viabahn device became stenotic during ballooning of the iic implanted inside of the viabahn device, or that the iic became stenotic when the viabahn device was ballooning. As there was no hope of improvement, an left common carotid - left subclavian artery bypass was additionally created. The physician reportedly stated as follows: the iic expansion failure (partially narrow) was confirmed by the image during the procedure. Although the possibility that the viabahn device was punctured accidentally cannot be ruled out, the feeling that I punctured the viabahn device was not clear.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, annex d code was updated to reflect results of investigation.

Manufacturer narrative:
Emdr section h6, annex b code was added and d code was updated to reflect results of investigation. Evaluation of the clinical images shows simultaneous ballooning within the stents in the brachiocephalic and left common carotid arteries, as described in the description summary. The stents appear to extend slightly into the device implanted in the thoracic aortic arch, and there may be narrowing of the end of the stents that extend into the device implanted in the thoracic aortic arch. The images, without contrast, do not allow assessment of flow. IFU statements gore® excluder® iliac branch endoprosthesis instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation the complaint. Warnings on usage 12). This device is to be used in conjunction with the gore® excluder® series components that are used for the treatment for aaa and is not intended to be used on its own. [Intended use, efficacy or effect] (2) the gore® excluder® iliac branch endoprosthesis the gore® excluder® iliac branch endoprosthesis (ibe) is intended to be used with the gore excluder aaa endoprosthesis to isolate the aneurysm from systemic blood flow and preserve the blood flow in the external iliac and internal iliac arteries in patients with a common iliac aneurysm (including an aneurysm from abdominal aorta to iliac artery) who have appropriate anatomy, including: 1. Adequate iliac / femoral access. 2. Minimum common iliac diameter of 17 mm at the proximal implantation zone of the ibe. 3. External iliac artery treatment diameter range of 6.5 ¿ 25 mm and seal zone length of at least 10 mm. 4. Internal iliac artery treatment diameter range of 6.5 ¿ 13.5 mm and seal zone length of at least 10 mm. 5. Adequate length from the lowest major renal artery to the internal iliac artery to accommodate the endoprosthesis length used for the treatment, taking into account appropriate overlaps between components.